Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and was not able to duplicate the reported event. The technician was unable to identify any issue. Although the technician was unable to duplicate the reported event, he was instructed by steris technical support to replace the manifold block, backend leg cylinders, and main valve box. The table was tested and returned to service; no additional service action or issues have been reported. After discussion with the facility's or staff, the technician discovered the or staff had positioned the patient improperly on the surgical table. The patient was positioned on the leg section of the surgical table. A steris account manager has since visited the user facility and provided in-service training with the or manager about proper patient positioning and table articulations.

Event description:
The user facility reported during a patient procedure, the surgical table's head section continually lowered and would not level properly. The patient was transferred to another surgical table and the procedure was completed without further incident. No report of injuries or procedural cancellations. A procedural delay was reported.